Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that an alert was triggered for out of range pace impedance measurements on the right atrial (ra) lead. Boston scientific technical services (ts) discussed troubleshooting options and the rep was going to check in with the clinic, regarding actions to take. Additional information was reported indicating that the patient has been non-compliant in returning to the clinic for a device check. No further information is known. No adverse patient effects were reported.

Event description:
Additional information indicated that noise oversensing with some pacing inhibition was observed. In addition to the previously reported high out of range pace impedances. This lead was subsequently abandoned surgically. No additional adverse patient effects were reported. If additional information is received, this report will be updated.